Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed. Blood glucose was 462 mg/dl and a bolus was delivered to address bg. Pump system check was performed and no device issues were identified.